Event description:
It was reported that the cable had migrated beyond the outer insulation on the lead body near the shocking coils. No prior noise was evident or inappropriate shocks. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.